Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb device in (B)(6) 2017. On (B)(6) 2018, the patient presented to the surgeon with redness and pain, without fever at the incision and a palpable lump. Patient received antibiotics and an ultrasound was performed which revealed a small amount of fluid between the device and the skin. No aspiration done. The patient had a follow up with no improvements and the antibiotic was changed and a culture was negative. Patient received later vitamin e and trintal to soften the tissue and in (B)(6) 2018 the area improved, and the erythema disappeared. The device was not removed from the patient.